Event description:
Nurse from (B)(6) medical center called to report that during a femoral angiogram procedure, the perclose proglide, upon deployment, became stuck. When attempting to remove it, the distal segment of the device broke/dislodged within the patient's femoral artery. The patient was taken to surgery for removal. Patient is okay and was discharged home, same day.